Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardiac monitor (icm) detected false pause episodes due to intermittent undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent over sensing was noted on the stored electrocardiogram (ECG) for the implantable cardiac monitor (icm). Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. The device remains in use. No patient complications have been reported as a result of this event.